Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02656. Concomitant medical products: unknown tibial tray. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision procedure approximately one month post implantation due to unknown reasons. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified no contributing factors during the revision surgery. The patient was revised due to suspicion of infection. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 11 months post implantation due to infection. Only the articular surface was revised. No further information is available at this time.

Manufacturer narrative:
This report is being submitted to update the complaint description and patient code.